Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user recently started using the ilet and experienced hypoglycemia, with a lowest blood glucose of 68 mg/dl, after not announcing breakfast and consuming coffee with sugar; the device alerted to the low and the user treated with oral glucose, while the target range had already been set to the lowest available. Symptoms included no reported clinical manifestations. Outcomes included no outside assistance and no medical intervention, with time below range reported as approximately 10 minutes. Investigation included case review, user troubleshooting, and education on proper meal announcement and hypoglycemia management. Investigation of this case revealed cause unclear for hypoglycemia, with no device malfunction reported and no component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.